Event description:
Country of complaint: (B)(6). Needle bent during use, happened twice during surgery; add'l needle required.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open and 1 unopened units. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received 1 closed sample and 2 opened. After checking the needles of the both open samples received, we have noticed that there are marks of the needle holder that have damaged the needle. To avoid damaging needle points and swag (attachment) area, the needle should be grasped in an area from 1/3 to 1/2 of the distance from the swaged end of the point. The closed samples received were tested for needle puncture test. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Mfg site investigation: eval on-going.